Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): 1354. FDA patient problem code(s): 2645.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: material no.: 2426-0500 lot no.: 200063390 I would like to bring this to your attention. When the package was opened the tubing was not completely attached.